Event description:
It was reported that the battery pack of the device exploded while sitting on the shelf. This device was not being used in a procedure. There was no patient involvement and no report of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the manufacturer. The investigation is ongoing. A follow up report will be filed when the investigation is complete.